Event description:
It was reported that a minimum fill notification occurred as the customer was reloading the cartridge. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. A new cartridge was loaded to resolve the issue.